Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible with pocket manipulation. Insulation damage was suspected. The lead was capped and replaced.

Manufacturer narrative:
Na